Event description:
It was reported that some time post a port placement, leakage was allegedly found from the catheter. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the batch/lot number was not provided. Investigation summary: one port implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter leak issue and the identified fracture, wear and deformation issues, as a circumferential split was noted approximately 0.9 cm from the distal end of the cath-lock. A circumferential kink was noted approximately 0.1cm from the distal end of the cath-lock. The edges of the circumferential split were noted to be smooth and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post a port placement, leakage was allegedly found from the catheter. It was further reported that the port system was removed. There was no reported patient injury.